Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one psee45a device was returned with the closing trigger and anvil in the closed position. One gst45g cartridge reload was loaded in the device. The cartridge reload was received fully fired and with several b-form staples on the pockets. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that when using the manual return lever ensure that the knife is fully back on its home position, if the knife remain advance the device jaws would not open. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an atrial appendage procedure, the echelon locked out while on tissue. It was also reported that the surgeon tried using the reverse button, which did not work. The surgeon ultimately had to use the manual override and it was reported that even this did not get the jaws to open. The procedure was successfully completed. There were no patient consequences reported.